Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided updated information and log files on this patient with a known phase to phase. The patient was noted to have pump stops again when they were seen in clinic yesterday. Log files captured a pump stop event on (B)(6) 2025 @04:05 while using wall power. There were no other unusual events seen in the log. The patient slept on an orange cable and was sleeping during these events. The patient did not recall hearing any alarms. There were two pump stops within seconds of each other. The pump stops were intermittent at this time but could become more frequent.

Event description:
It was reported that log files were sent for a patient with a driveline repair in 2022 and subsequently went home on an orange cable. Log files were reviewed and the log file showed (B)(6) 2025 starting at 17:50, 17 low speed hazards and 15 pump stops, while connected to battery power. It appeared the ongoing issue had become a phase to phase short, since it occurred on battery power. The external portion of the driveline was replaced in 2022, so a second repair would not be possible. A no external power event occurred around the same time as the observed issues. The cause of the no external power was unclear but likely could have been when the daughter was switching over in a rush for ambulance arrival and double disconnected. No products had been exchanged. The patient will not undergo pump exchange as they are not a surgical candidate. The patient was doing well clinically. The site is trailing on lower fixed speed and possibly would add inotropes. The patient was admitted for further management, and inotropes were not initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's driveline repair in 2022 is reported under MFR #: 2916596-2022-12685.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. A log file review was requested for a patient with a known phase to phase short. The patient had previously undergone an external driveline repair in 2022 and subsequently went home on an ungrounded cable. It was communicated that the patient was not a surgical candidate for a pump exchange. The patient was admitted for further management and was trialed on a lower fixed speed. It was further reported that at a following clinical appointment, the patient continued to experience pump stops and a log file review was requested. The submitted log files collectively contained events from 12feb2025 through 19feb2025 and from 11mar2025 through 19mar2025. Pump stop and low speed events were captured on 18feb2025 while the system was connected to battery power. A pump stop and low speed event was captured on 18mar2025 while the system was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The patient remains on heartmate ii left ventricular assist device, serial number (B)(6). The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook rev. A are currently available. Sections 6, ¿patient care and management¿, and 8, ¿equipment storage and care¿, of the IFU as well as sections 4, ¿living with the heartmate ii¿, and 6, ¿caring for the equipment¿, of the patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.